Event description:
It was reported that the fossa components are fractured. A revision surgery will be performed to remove broken devices.

Manufacturer narrative:
A broken right fossa component was confirmed via CT scan and replaced with a new implant. The patient is recovering well, with no complications reported. The exact cause of the fracture is unknown, and the device was not returned for analysis, preventing root cause determination. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the fossa components are fractured. A revision surgery will be performed to remove broken devices.